Event description:
On (B)(6) 2016, I had a hysterectomy and tvt mesh (johnson and johnson tvt/blue mesh 810041b) implanted. Six weeks post-op, I noticed there was pain when emptying my bladder which was increasing daily. Since then, I have seen a specialist and had 2 more surgeries ((B)(6) 2016 and (B)(6) 2017) to remove parts of the mesh. After a cystoscopy, it was determined that part of the mesh had eroded into my bladder on (B)(6) 2016. I am scheduled to have another surgery on (B)(6) 2017 to remove the last piece of the mesh since the pain is still present when emptying my bladder.